Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was frozen on the pyxis due to data synchronization. The technical support specialist guided the customer in accordance with the ka 000013482 titled 'es application will not start - fatal exception c0000005 exception-access-violation' and also upgraded the rss version from 4.6 to 4.12 like the other stations confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen had been frozen on the pyxis. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.